Event description:
Per the clinic, teh recipient experienced loudness intolerance and compliance issues in the apical electrodes. Post-op imaging confirmed a tip foldover in the cochlea, resulting in the decision to explant the device. The device was explanted on (B)(6) 2025, and the patient was reimplanted with another cochlear device during the same surgery.